Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. The device was verified to have greatly reduced pacing output amplitudes on both the atrial and ventricular channels. The reported low pacing output, along with high lead impedance and oversensing, was confirmed and was shown to be related to a low fetboost supply voltage. When the supply was overdriven to a nominal value, all reported symptoms permanently cleared. The fetboost voltage issue also cleared and remained nominal throughout the remainder of the analysis despite efforts to reintroduce the failure. The cause of the low fetboost voltage was undetermined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant the patients right atrial (ra) lead displayed oversensing, noise, variable and high/undefined impedance. The right ventricular (rv) lead had triggered a lead integrity alert (lia) and displayed variable and high/undefined impedance and oversensing, and noise resulting in inappropriate therapy. It was thought that there may be a connection issue with the leads and implantable cardioverter defibrillator (ICD) or a possible set screw/grommet issue. It was noted that the patient had a high anxiety level regarding the device and reprogramming was completed until a revision could be completed. During the revision procedure the pocket was opened and it was verified that the lead pins were past the set screws and a tug test indicated the leads were secure. Ruling out the connection or set screw/grommet issue. The lead pins were removed from the device and leads checked with analyzer. Normal impedances and no noise or oversensing were seen. The leads were then connected to a new device as the physician was suspicious of header issue with the initial device. The device was replaced and the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.